Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during infusions of multiple medications including amiodarone a leak at the connection to another set was noted and the patient began having increased arrhythmias. The patient received an amiodarone bolus for the arrhythmia.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a leak at the connection was not confirmed however a leak in the length of the tubing was confirmed. Functional testing found no leaks at the connection between the primary set and extension set, however, visual and functional testing confirmed a leak originating from a cut in the primary set tubing located approximately 2 inches above the distal smartsite. The root cause of the cut could not be determined, however, it appears to have been caused by a sharp object. Fluid from the leak could have dripped down to the connection between the primary set and extension set giving the impression that the leak occurred at the mating connection.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the connection to another set. Patient had multiple medication infusions and received amiodarone bolus for arrhythmia. There was no report of patient harm.